Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer's daughter stated that they got motor error every time they tried to rewind the insulin pump. It was reported that insulin pump was exposed to high magnetic environment during MRI. The customer's daughter removed reservoir and infusion set from insulin pump during troubleshoot but was unable to clear the alarm and rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.